Event description:
Patient presented [redacted] for hemodynamic cardiac catheterization to determine the need for neo aortic valve intervention. Wire was placed into artery and fentanyl/versed administered. The equipment malfunctioned and would not work/move when bringing it over patient to visualize for procedure. Attempted to troubleshoot for 1 hour without success. Tried to call siemens but no response. A cable had gone bad making the equipment unable to move. Procedure was cancelled.